Manufacturer narrative:
The engineering technician was unable to confirm that the handpiece was running in the wrong mode but noted that it had a non-stryker asic motor controller. The most likely cause for the reported failure would be the non-stryker-authorized repair.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the cordless driver 2 the was not running in the correct mode; it was running in forward when in reverse mode. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the cordless driver 2 the was not running in the correct mode; it was running in forward when in reverse mode. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.